Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x37mm 12 mm dw tip enterprise vascular reconstruction device (product code enc453712, lot number 9616878) was impeded in the microcatheter hub of a prowler select plus 150/5cm (product code 606s255x, lot number 31649881) and could not be advanced further. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 24-dec-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There were no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x37mm 12 mm dw tip enterprise vascular reconstruction device (product code: enc453712, lot number 9616878) was impeded in the microcatheter hub of a prowler select plus 150/5cm (product code 606s255x, lot number 31649881) and could not be advanced further. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms. Additional event information received on 24-dec-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. A functional analysis was attempted. The microcatheter was flushed with a lab sample syringe; however, high resistance was met. A lab sample guidewire was attempted to be advanced through the luer hub of the microcatheter; however, it got stuck at 57.5 cm. A dissection was made and the inner lumen was found occluded with blood residues. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and internal actions related to the reported complaint condition were identified. The complaint is confirmed based on the occluded condition of the microcatheter. Although no evidence of physical material within the device was reported, the dried blood residues suggest that the saline flush was insufficient, and according to risk documentation, an insufficient saline flushing is a potential failure mode that can compromise the performance of therapeutic device. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.